Event description:
Extension connector for IV tubing does not stay connected even though the 'spin' locking cap is firmly seated in the valve as indicated in the product inservices.

Event description:
Add'l info rec'd from MFR 7/7/04: 6/23/04 a case of 50 product #30039e, lot #401112 were reviewed in qa lab for ease of disconnection. All were attached to j&j 20 gauge catheter and set up with an infusion at 150cc/hr to simulate a pt infusion. At random intervals they were tossed and moved to see if the connections released. After 4 hours none of the connections released. A review of the internal database found 6 complaints of this form of disconnection in all product lines, since the change of the 1 piece luer lock was made to the 2 piece luer lock connectors. No deaths or serious injuries have been reported to alaris medical systems, qa since the change was made 6 months ago. Many of these customers have requested add'l training and MFR's clinical consultants have been on site to assist them. This was offered rptr and they declined. Please be assured that MFR has reviewed its internal quality records associated with the involved product, and has found no changes are applicable.